Event description:
Complainant alleged that the clinicians were attempting to defibrillate a 72 year old male pt who was in cardiac arrest. The clinicians charged the device to 200 joules, but again the device would not discharge. They then charged the device to 360 joules, but the device charged extremely slowly. The device successfully discharged the 360 joule shock. There were no error messages displayed on the device screen. The device was in battery mode when the reported malfunction occurred. The complainant indicated that the clinician obtained another device to treat the pt. There was no adverse effect on the pt as a result of the reported malfunction.